Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl and the cause was not known. Juice and carbohydrates were consumed. No additional information was provided at the time of the report. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed in the pump logs on (B)(6) 2018. All bolus requests made were quick boluses, entered without entering current bg value or carbohydrate values. Two quick boluses (5 units at 9:23 pm and 3 units at 10:14 pm) on (B)(6) 2018 were delivered while still having iob. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.